Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastro intestinal/pelvic floor. It was reported on (B)(6) 2017 that the patient thought the device was meant to last longer and was wondering if the device was still working. The patient reported on (B)(6) 2017 that they were experiencing constant breakthrough leaking. They stated that it had been increasing for the last 3-4 weeks before the report. The patient also reported intermittent control since implant on (B)(6) 2016. The patient reported that they fell a few weeks prior to the report and landed on their backside. Their legs were weak at the time so they were unable to stand and they were on the ground for 1.5 hours until someone found them. The patient mentioned that they had been increasing their fluid intake. The patient was instructed on how to use the patient programmer and was able to increase the stimulation setting my two clicks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.